Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to disassociation of the head from the trunnion. Intra-operatively, corrosion and excessive black tissue were noted. The patient's stem, head and liner were revised.

Event description:
It was reported the patient's right hip was revised due to disassociation of the head from the trunnion. Intra-operatively, corrosion and excessive black tissue were noted. The patient's stem, head and liner were revised.

Manufacturer narrative:
An event regarding disassociation and corrosion involving an accolade stem mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it has been confirmed that the accolade stem was mated with a lfit v40 cocr femoral head which has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.